Manufacturer narrative:
Insulation and outer coil damage were noted at 14.0-18.9cm from the connector pin. The inner insulation was damaged/breached at 17.9cm from the connector pin. This is consistent with the observation from the field of noise and impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the atrial lead was seen when sensing in bipolar mode. Decreased impedance was also observed. The noise was reproduced with pocket manipulation. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.